Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to a concussion they had suffered. For treatment, the patient was given a intravenous (IV) anti-nausea medication for nausea and vomiting. The patient was using a glucodone nasal spray at the time, as well. The patient's blood glucose (bg) values dropped to 50 mg/dl. The pod was worn on the abdomen and was discarded. The patient was discharged after 1 day.